Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. The usb cable needed to be unplugged and re-inserted into the pump usb port multiple times in order to charge the pump. Reportedly, the customer was able to charge the pump with an alternate cable. Customer's blood glucose value was 237 mg/dl. Replacement cable was sent to customer.